Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted due to the reported issue. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy.